Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient to perform reset on device.

Manufacturer narrative:
(B)(4).